Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reay0949 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reay0949) have been reported from the same facility in (B)(4).

Event description:
It was reported the PICC was inserted (B)(6) 2017 and occluded (B)(6) 2017. Xray showed kink and resolved with arm manipulation and PICC adjustment. Kink noted. Info rcvd 04/13/2021. Explant date: (B)(6) 2018. What type of catheter securement was utilized: statlock catheter stabilization device was there patient harm reported?: no.